Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implantable pulse generator (ipg) and ventricular lead use, the patient complained of dizziness during exercise. Device interrogation showed good thresholds, and normal impedance. Treadmill test was performed and intermittent ventricular capture was observed. The physician decided to explant and replace the device and ventricular lead due to not sure which product had the problem. The ventricular lead remains implanted-out of service. No patient complications have been reported as a result of this event.